Event description:
Contact reported that a pt had a postoperative hematoma and infection. Pt was treated with antibiotics. The surgeon believed that this may have been related to the use of the depuy acromed cellect system and so an MDR is being filed to document this event.